Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a separated end cap. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The last pt to use this monitor did not experience any problems with it.